Manufacturer narrative:
The user decided to switch to a different cgm device, as their blood glucose levels were not as well controlled as desired. There was no allegation of any system malfunction. An RMA was authorized for return of the device; however, the sensor had not been received by the time of complaint closure. B4. Date of this report 08 nov 2025. G3. Date received by the manufacturer? 08 nov 2025. H3. Device evaluated by manufacturer? No. H6. Medical device problem code updated to 4001. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported transitioning from the eversense continuous glucose monitoring (cgm) system to the omnipod 5 with dexcom due to suboptimal blood glucose control. The user inquired whether the eversense sensor should be removed by her healthcare provider (hcp) and asked about her existing feedback agreement. Per management discussion, the user was informed that the sensor is biocompatible and may remain in place until removal by her hcp. An RMA was authorized for removal only.